Event description:
Oscillator was in use on the patient and had been for many days. On this day, the patient began to have desaturations so the machine was checked and low pressures were found. After trouble shooting, the machine would still not hold pressure. It was removed and replaced. Manufacturer response for care fusion oscillator ventilator, care fusion oscillator (per site reporter): no response as of yet.